Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir connection is broken and the reservoir cannot stay locked in place. Customer's blood glucose was 200 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump had reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed the operating currents measurement, displacement test, self test, unexpected restart error test, prime and excessive no delivery tests. Unable to perform the basic occlusion and occlusion test due to reservoir tube lip anomaly. The insulin pump had cracked case at display window corners, battery tube threads, minor scratched and cracked display window.